Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally it was reported the device shutdown unexpectedly. Customers blood glucose levels were not affected. No additional event or customer information is available.